Event description:
It was reported that the charger for the ilet system would not power or indicate charging despite the user trying multiple outlets, and a replacement charger was arranged. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power supply, with no evidence of device alarms or patient harm. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no hospitalization, and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger consistent with component failure.